Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the unit was received in good condition with no visible damage or defects observed. The unit does not meet specifications for functional test. The cause of the failure is a defective lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
Same case as: 2134265-2013-07223, 2134265-2013-07225. It was reported that the motor drive unit was unable to perform pullback. The ilab ultrasound imaging was used in conjunction with a atlantis sr pro² intended to visualize the 90% stenosed lesion. It was noted that during the procedure motor drive unit did not perform automatic pullback. Also an error code 125 occurred. No patient complications were reported and the patient's status is good.